Manufacturer narrative:
Although a service call was dispatched, customer resolved the instrument leak issue prior to the field service engineer's onsite visit by replacing the tubing. Customer verified instrument performance and has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).) Customer resolved issue pre-evaluation.

Event description:
Customer called to report a leak below the coulter lh780 hematology analyzer. Customer stated that the instrument displayed a 'sheath tank not full' error. Customer then noticed a leak of approximately 2 cups of clear fluid. Service was initially dispatched; however, the service request was later cancelled by customer because customer replaced the tubing, which resolved the leak issue. Customer verified instrument performance per instrument specifications. The root cause of the leak is unknown, however the leak was fixed by replacing the tubing. Customer stated that patient samples and results were not affected by the leak, and that no one was harmed by or exposed to the leak.